Event description:
It was reported that during a laparoscopic gastric bypass procedure, the long60 device misfired. On the tenth firing, two out of three firing strokes were completed. The handle was noted to be loose and flaccid. The manual release was used to open the device. The device delivered a partial staple and cut line. Another device was used to complete the procedure. The ace36e device was used and the blade fell off. It was unknown which part of the blade was affected. The blade was retrieved from the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Nicked knife, incomplete-interrupted cycle. Additional information was requested and the following was obtained: "on the tenth firing, two out of three firing strokes were completed. The handle was noted to be loose and flaccid. The manual release was used to open the device. The device delivered a partial staple and cut line." The long60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as no damage to the firing trigger was noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.